Event description:
Groshong catheter was surgically placed in pt on 8/22/05 for IV antibiotic therapy. Pt returned five weeks later and catheter found to be leaking at site when flushed with 10cc sterile saline. Int temporarily inserted for antibiotic administration. Nine days later pt had groshong catheter removed in md office.